Event description:
It was reported, the patient had their stimulation turned up by a manufacturer representative on (B)(6) 2014 and since then they felt their stimulation was too high and it felt like knives were stabbing her. Two days later, the patient called their manufacturer representative and told them it was too high. The patient hadn¿t received a replacement patient programmer yet to turn their stimulation down. It was noted, the patient was in pain since the reprogramming session. It was noted, the patient was having leakage problems for four months and they hadn¿t used their programmer in 18 months. The patient said, the setting was too high and pressing against a nerve and hurting the patient. The patient stated, it was terrible and they were ¿ready to hang herself.¿ it was later reported, the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. It was noted, the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Product ID 3889-28, lot# va03u6x, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received indicated that the only diagnostic performed was an impedance test, performed by manufacturer representative, on the day after the complaint (B)(6) 2014. All measurements were in range. No malfunctions were seen. The cause of the issue was the device was turned up too high, and the patient did not have a controller, so was unable to turn it down. Manufacturer representative met with the patient on (B)(6) 2014 and turned the device down to a comfortable level. The patient was instructed to call in to manufacturer to receive a new controller if she was unable to locate her old one. The patient was doing well, receiving effective therapy as of the last communication on (B)(6) 2014.